Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple intermittent altitude alarms. The customer was able to clear the alarm on (B)(6) 2017 and resume insulin delivery. Following the altitude alarm on (B)(6) 2017 the customer began using a different method for insulin therapy. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.